Manufacturer narrative:
The lal was cut into fragments during explantation. Visual inspection on the returned lens fragments found no device related issues. Due to the condition of the lens, further evaluation could not be performed. Section h6 codes were updated accordingly. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens+ (lal+, sn (B)(6), +22.0d) was explanted from the left eye due to ghosting and blurry vision; an intraocular lens from a different manufacturer was implanted as a replacement. Rxsight's first awareness of this event was on 05/29/2024.